Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken retention dome was confirmed, but the cause of the damage is unknown. One 20 fr ponsky replacement device was returned for investigation. There was a separation of the dome material from the peg tube. A piece of the dome material remained attached to the tube opposite from the obturator pocket, but sections of the gastrostomy tube are visible where the dome had been attached. It is possible that excessive force was applied during insertion and/or removal of this device and that the dome material was stretched beyond its elastic limits. The complainant indicates the retention dome broke when the feeding tube was exchanged. Residue was observed in the gastrostomy tube and the dual port feeding adaptor. Slight yellowing was observed in the dome material that remained attached to the tube. The product IFU provides the following warnings to prevent damage to the tube during removal. Warning: do not attempt to use traction as a removal method if gastrostomy tube is not free-floating within the fibrous tract. Warning: do not grasp the catheter with any instrument that might damage the catheter. Warning: during the traction removal procedure, pull the catheter parallel to the stoma tract. Do not pull catheter laterally at an acute angle to the stoma tract. Doing so will apply a force greater than intended for the design and may result in damage to or separation of the dome. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that internal dome fell into patient¿s stomach when exchanging the catheter. The dome was removed by endoscope and another catheter was placed. No reported patient harm.